Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working after exposing to moisture. Customer¿s blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to verify unexpected battery power loss due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Also noted moisture damage on the motor, battery tube, vibrator, keypad flex tail and keypad traces.